Manufacturer narrative:
Exact date unknown, event occurred in 2020, the year the device were explanted. Explant date: 2020. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336700; model: sc-8336-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.